Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level of 40 mg/dl. The customer was treated with food and glucose tablets. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer did not report any symptoms for low blood glucose level. The customer did not allege that the insulin pump was over delivering. Customer reports auto mode was automatically delivering insulin at the time of low blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Troubleshooting was performed for low blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, sleep current test, active current test and the displacement accuracy test. Possible over delivery anomaly not confirmed. (B)(4).